Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several failed self test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed most of the functional testing however, alarmed during self-test due to faulty electrical component on the radio frequency board however, after replacing the component the insulin pump was monitored for 4 hours and passed self-test. No more a64 alarm during self-test noted. The test minilink transmitter with the glucose sensor simulator and blood glucose meter communicates properly to the insulin pump. The insulin pump was programmed with multiple sg values and all registered properly in the sensor update history noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.